Manufacturer narrative:
One (1) fast-fix 360 curved needle delivery system and one (1) fast-fix 360 straight needle delivery system were returned for evaluation. No suture or t implants were returned. Visual examination of the fast-fix 360 straight needle delivery system showed the actuator was in the post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. As reported the curved system was used to successfully complete the repair so evaluation is not required. A review of the device history records confirmed no discrepancies. A complaint history review identified one (1) additional complaint for the manufactured lot on file. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During a knee arthroscopy procedure utilizing the fast-fix 360 straight needle delivery system, it was reported that the t2 implant pre-deployed. T1 implant was removed from the joint. It was reported that the surgeon switched to a fast-fix curved needle delivery system to complete the procedure. There was a twenty (20) minute delay in the procedure. The surgery was completed successfully. It was reported that patient condition post procedure was found to be satisfactory. (B)(4).